Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the following charger outputs were out of spec. 11-12 = 29.08 vdc 13-14 = 28.46 vdc 18-19 = 28.97 vdc performed full pm in accordance with the advanced service manual. Motion batteries, battery charger 1, and motor battery charger were all replaced. System is fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the imaging system charger voltages were out of specification. This was discovered during routine, planned maintenance. There was no patient present when this issue was identified.